Event description:
Account alleged that the head of the bed would not go up. No injury reported.

Manufacturer narrative:
Technician found the hydraulic valve solenoid is stuck. Technician replaced the valve and the bed is working fine now.